Event description:
Soccer player received an acl tear of the right knee during play. To or for a right knee video operative arthroscopy and reconstruction of anterior cruciate ligament. During insertion, the fixation posts broke off of two different screws. Screws unable to be removed from pt's bone. These were 4.5mmx35mm.